Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik surgery, was diagnosed with stage 1 dlk (diffuse lamellar keratitis) in both eyes on the fourth day after surgery. Steroid drops were used and upon follow up, the dlk had cleared. The va remained unchanged throughout the period. This report concerns the patient's right eye.